Manufacturer narrative:
The t:slim g4 pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog has been tested up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. Also, the t:slim g4 user guide states: ¿your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced "high" blood glucose (bg) levels. The suspected cause was unknown. The customer administered insulin via insulin pen. A system check was performed with tandem technical support and it was identified that the customer had the cartridge and infusion set in use for 4 days. Tandem technical support advised the customer to change the supplies every 72 hours. Additionally, it was reported that the customer received an auto-off alarm. There was no impact to the customer's blood glucose level. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting.